Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right fork housing is tilted and bent back about 20 degrees and the wheel has worn down, the front walking beam is bent.